Event description:
Patient was found to have been disabled due to burst watchdog timeout. The output currents were noted to be 2.25ma for normal and 2.5ma for magnet and autostim. It was noted the patient had been there for some time and was last seen in march. Generator was disabled due to error code 10. Generator reset was performed. Previous investigation has determined that certain m106 generators (B)(4) have a firmware that can inappropriately lead to burstwatch dog timeout when the magnet output current is less than or equal to the autostimulation output current and the magnet is repeatedly swiped during an autostimulation burst. This event is consistent with this determination. The generators manufacturing history records were reviewed. The generator pass final functional and quality specifications prior to release. No further relevant information has been received to date.